Event description:
It was reported by the customer that their reservoir contained numerous amounts of air bubbles while they were changing their set. During troubleshooting, customer was asked to perform a manual prime and was able to clear the air bubbles from the infusion set tubing. Customer's blood glucose level was 156 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.